Manufacturer narrative:
(B)(4). This complaint has been downgraded from a serious injury to a malfunction based on the additional information received.

Event description:
Per additional information received, according to the reporter, the surgeon clamped the tissue but the device could not be fired at all. It was replaced with a new reload and the firing was completed with no problems. The staple line was not incomplete. There was no re-stapled line. They did not fire with the first cartridge in question. They changed to a new device and stapled the original line. No additional tissue resection occurred.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia instrument and one endo gia reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the instrument noted no abnormalities. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the instrument was loaded with a pmv representative reload. The instrument and loading unit were applied to test media. All staples were placed and the test media was cleanly transected. During functional testing, the reload was loaded into the subject instrument. The interlock was overridden and the instrument and reload were then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, the device was fired and stopped halfway. It was replaced by a new reload and the firing was completed with no problems. The staple line was incomplete. This was fixed by resecting and re-stapling.